Event description:
It was reported that a malfunction alarm occurred upon battery depletion. The customer reverted to manual insulin therapy. Customer¿s blood glucose level was "high" mg/dl, but customer did not require medical intervention.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.